Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.

Manufacturer narrative:
The pod was received with the needle mechanism deployed. Pod download data showed that it completed first and second priming. After investigating needle mechanism, no issues were found that would result in the needle failing to deploy. It could not be determined when the needle got deployed. The cause of the reported failure of cannula to deploy could not be determined.